Event description:
A vns programming physician reported to our consultant that they had a dell x50 handheld computer that did not respond well when tapped by their stylus. A hard reset was performed and by our consultant. He tapped the screen about 10-15 times to get past the alignment screen. When he got to the main menu screen he had to do the same by tapping and pressing harder than usual on the interrogate tab to have the screen proceed. The handheld was returned to the manufacturer and is pending completion of product analysis.

Event description:
Analysis was completed on the returned handheld computer. The handheld device was powered using the returned ac power supply with no anomalies. Performed the initial setup process. Visual inspection of the display identified that some of the display pixels were not functioning. The dead pixels had no functional impact on the handheld performance. The back-up battery indicator read "very low". This is expected because the back-up battery will discharge if the unit is not supported by an external power source or by main battery power. The returned flashcard was inserted and installed the vns v8.0 software with no observed anomalies. Interrogation and diagnostic tests were performed successfully with no observed anomalies using the v7.1 software and a 103 generator. The handheld's main battery was fully recharged successfully using the power supply adapter. The charge light on the handheld computer was amber and then later turned green giving the indication that the main battery was fully charged. Interrogation and diagnostic tests were performed successfully with no observed anomalies using a 103 generator. The handheld was powered-on continuously using only the main battery for more than an hour. The main battery had a remaining charge of 64% at the conclusion of testing.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.